Event description:
A malfunction was reported with the pump by the customer. Their blood glucose level rose to 457 mg/dl due to the issue. The customer managed this by administering a correction injection through multiple daily injections (mdi) and did not require assistance from a third party. Despite a pump reset attempt, the malfunction persisted, leading technical support to decide on replacing the pump.